Event description:
I was given a zio monitor to wear on my chest near my heart for up to 2 weeks. This was put on my body with some kind of gel adhesive. I immediately felt a strong burning sensation and almost unbearable itching. This went on for three days, at which point I pulled the monitors off. To my shock, I saw two large, round patches of red blisters had formed where the adhesive monitors had been. My primary care doctor said it was a chemical burn resulting from the device's adhesive and could result in permanent scarring. She gave me a topical steroidal cream (triamcinolone acetonide ointment .1%) to apply to the area three times a day, which I have been doing for the past 2 days. So far, I do not see an improvement with the blisters.